Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2018 due to a motorcycle accident. The cause of death was nuemabassification. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was low at the time of hospitalization, but the next of kin were not given an exact value. The customer was wearing the insulin pump at the time of death. The caller is unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Listened to the phone call and found that the customer's next of kin stated the customer died of pneumatic asphyxiation.